Event description:
It was reported that the patient was experiencing low voltage alarms that only happened while connected to the mobile power unit (mpu). The patient stated that when the mpu cord was manipulated, the alarms would stop. It was noted that the patient's dog chewed on the mpu cable. The site also stated that they wanted to rule out a power cable/system controller issue given the state of the controller, and log files were sent for review. The patient's driveline also had extensive breakdown and the site wanted to exchange both the modular cable and controller. The log files captured odd intermittent low power hazard / power cable disconnect events while connected to the mpu. An mpu exchange was recommended. A backup battery fault that self-resolved was also noted in the log files. It was reported that the mpu would not return due to cockroaches crawling out of it. The source of the alarms was identified to be mpu damage and resolved with exchange of the mpu. A system controller exchange was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number, model number, and UDI: corrected. Device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the damage to the modular cable seemed superficial however extensive due to how many bite marks were on the mobile power unit connection cable. The wiring was unable to be seen but was assumed to have been damaged due to bites and alarms occurring. The patient had extensive tape on the power leads and modular cable which led the healthcare provider to exchange equipment.

Manufacturer narrative:
Section d4: serial number was inadvertently added in the initial report and is not applicable to this device. Section d4: UDI: corrected. Manufacturer's investigation conclusion: the reported event of damage to the modular cable was able to be confirmed. The modular cable (lot number: 8204508) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days (B)(6) 2024 per timestamp). There were no notable alarms active in the logfile pertaining to the reported event. Pump operation was not affected, and the device appeared to function as intended. A photo was submitted of the modular cable, which showed tape around the length of the cable. There was no segment of the cable that was visible; therefore, the extent of the damage was unable to be determined. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the modular cable (lot number: 8204508) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.